Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 370 mg/dl, which was addressed with a bolus. The customer is a new pump user, and is working with their healthcare provider to adjust pump settings. Customer declined troubleshooting.